Event description:
It was reported that this lead unable to be implanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead unable to be implanted. The beginning of the case, the physician also had a hard time positioning the lead with the fixed helix through the sspc catheter. No additional information is available at the moment. No additional adverse patient effects were reported.